Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely the latch on the video connector receiver wore out and broke due to repeated use for a long period of time. As a result, the electrical contact of the connector became unstable, it interfered with the image transmission between the scope and the video processor, the image output likely became unstable.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user report of lamp light issues was confirmed. A full inspection of the unit was performed and the unit failed inspection due to loose scope socket, video connector socket does not secure any paddles. All paddles are loose and disconnect when slightly moved causing noise or loss of image. The main switch version is old, corrosion on bottom chassis and chassis top cover and feet are all worn. A software update to latest version is needed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported the evis exera iii video system center processor had lamp light issues. No patient harm or injury occurred due to this malfunction.